Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt showing wires) has been confirmed. Upon evaluation, the trunk cable connector was damaged with wires exposed. The cause for the damaged connector cannot be positively identified but was likely a result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
The territory manager assisting a (B)(6) female pt contacted zoll customer support to report that the pt had exposed wires on the electrode belt. The pt was issued a replacement electrode belt.